Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/03/2025, a sales representative reported via sems- (B)(4) that an ar-9236-02pp univers vaultlock¿ glenoid trial broke into two pieces. This occurred during a total shoulder arthroplasty when the surgeon took the trial poly out it broke into two pieces. The patient was not harmed and no pieces were left in the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9236-02pp, batch 196472000, was received for investigation. - upon evaluation, it was noted that the device's central peg was broken off. - functional testing could not be performed due to the damage to the device. - the most likely cause of the reported failure is wear and tear. Due to continuous mechanical forces applied to it, the device will inevitably sustain damage over time. - the complaint allegation is confirmed.